Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis manifested as abdominal pain and cloudy effluent. Treatment information was not reported and it was unknown if the patient recovered from the peritonitis. The patient remained hospitalized and therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1953. Should additional relevant information become available, a follow-up report will be submitted.